Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I had my removal yesterday") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dyspepsia ("digestive problem"), pain ("sore") and gastrooesophageal reflux disease ("severe reflux"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, dyspepsia and pain outcome was unknown and the gastrooesophageal reflux disease had resolved. The reporter considered dyspepsia, gastrooesophageal reflux disease, medical device removal and pain to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: dyspepsia, pain, gastrooesophageal reflux disease, medical device removal". Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I had my removal yesterday") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6), the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dyspepsia ("digestive problem"), pain ("sore") and gastrooesophageal reflux disease ("severe reflux"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, dyspepsia and pain outcome was unknown and the gastrooesophageal reflux disease had resolved. The reporter considered dyspepsia, gastrooesophageal reflux disease, medical device removal and pain to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: dyspepsia, pain, gastrooesophageal reflux disease, medical device removal" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.